Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the atrial channel and rv coil-can custom channel was observed. It was noted that the oversensing triggered multiple inappropriate episodes of atrial tachycardia and atrial fibrillation. The lead was capped and replaced on (B)(4) 2016.